Event description:
It was reported that this pacemaker was implanted on (B)(6) 2015 with normal lead measurements observed. At the follow-up on (B)(6) 2015, the pacing threshold measurements had increased significantly. X-rays showed no dislodgement of the pacing lead, so the device output was adjusted to 6.5v and the patient was seen the next month. At the july device check, threshold values were improved and the output was reprogrammed to 4.5v. The patient had normal follow-ups until (B)(6) 2019. At this device check, the battery was found to be at replacement indicator status. Premature battery depletion was suspected and the device was explanted and replaced the next day. No adverse patient effects were reported.

Manufacturer narrative:
The device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, a visual inspection of the device header and case noted no anomalies. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters, specifically the higher pacing outputs, and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
The device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that this pacemaker was implanted on (B)(6) 2015 with normal lead measurements observed. At the follow-up on (B)(6) 2015, the pacing threshold measurements had increased significantly. X-rays showed no dislodgement of the pacing lead, so the device output was adjusted to 6.5v and the patient was seen the next month. At the july device check, threshold values were improved and the output was reprogrammed to 4.5v. The patient had normal follow-ups until (B)(6) 2019. At this device check, the battery was found to be at replacement indicator status. Premature battery depletion was suspected and the device was explanted and replaced the next day. No adverse patient effects were reported.